Manufacturer narrative:
The patient was treated with intravenous antibiotics for the infection (previously reported). This report is submitted on august 19, 2021.

Manufacturer narrative:
This report is submitted on august 3, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site, and underwent surgery (date not reported) in order to debride the wound and explant the device. The patient was reimplanted with a new device.